Event description:
It was reported that the burr became stuck on the rotawire. The target lesion was located in a highly calcified proximal and middle left anterior descending artery. A 1.50mm rotalink plus and a rotawire were selected for use. After a successful rotablation procedure, upon removal of the device from the patient, it was noted that the burr became stuck on the rotawire. The rotawire was cut and the procedure was completed. No patient complications reported.

Event description:
It was reported that the burr became stuck on the rotawire. The target lesion was located in a highly calcified proximal and middle left anterior descending artery. A 1.50mm rotalink plus and a rotawire were selected for use. After a successful rotablation procedure, upon removal of the device from the patient, it was noted that the burr became stuck on the rotawire. The rotawire was cut and the procedure was completed. No patient complications reported. It was further reported that the wire was intentionally cut as the burr was stuck on the wire.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Only a segment of the wire was returned. The device presented with the middle section severely kinked. Additionally, the device was broken 117 cm from the proximal section. The other part of the wire was not returned. Dimensional inspection of the outer diameter (od) of middle of the device and od of proximal section where measured and were within specification. Overall length and od of distal tip could not be measured due to the broken end.